Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. A 4.0 x 60mm, 80cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 120 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.